Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. The patient stated the stimulator helped for a couple of months when it was first implanted. However, pain can no longer be controlled by stimulator. Patient feels something changed with their condition that increased pain, causing the system to no longer help control pain. Reprogramming by a company representative resulted in the same stimulation that helped with pain previously. The patient has requested to have the evoke spinal cord stimulation (scs) system explanted due to no longer helping with pain. On (B)(6) 2023 the patient underwent a full system explant.